Manufacturer narrative:
(B)(4).

Event description:
It was reported when the patient presented to the hospital for a normal device changeout, increased pacing lead impedance measurement was observed. The lead was capped and replaced. The patient was discharged and no adverse consequences were detected.